Event description:
A united states distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2015 while in a skilled nursing facility. The lifevest delivered a 157j treatment at 08:26:11 during ventricular fibrillation. The arrhythmia was converted to sinus bradycardia (40 bpm). A second treatment was delivered at 08:26:33 during sinus bradycardia. Oversensing of small cardiac signal contributed to the false detection. The post-shock rhythm remained sinus bradycardia. The response buttons were not pressed during the event. The lifevest was shutdown at 09:22:29. Ems was present during the event.

Manufacturer narrative:
Device evaluation. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The equipment was fully functional upon evaluation. There was no device malfunction. There is no indication at this time that the inappropriate treatment during bradycardia contributed to the pt death. No deficiencies were alleged. Device manufacture date: monitor sn (B)(4): 07/2013. Electrode belt sn (B)(4): 11/2011.